Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A caller reported a ¿lo¿ (readings less than 40 mg/dl) message was received with the sensor, which was low when compared to a hospital¿s meter. The customer was taken to a hospital where a blood glucose reading of 323 mg/dl was obtained on the hospital¿s meter. The customer was diagnosed with hyperglycemia and administered an unspecified dose of as treatment. There was no report of death or permanent injury associated with this event.